Event description:
It was reported that the patient was allergic to omnipaque. Omniscan was used for side port study. After dye study, the patient experienced hallucination, deafness, altered mental status and "stunted speech." The patient was admitted to the intensive care unit. Pump was interrogated to verify correct programming. It was later reported that the patient was not satisfied with the health care provider service because the doctor "almost killed" the patient. The doctor was "unfamiliar with how to service the pump." The patient got brain edema from the dye that was injected during dye study. The patient was in the intensive care unit for four days and he was released on (B)(6) 2013. He had to walk with a walker and sleep with his head up on a pillow for another week because, the patient could potentially have a stroke or seizure. The pump was being used to deliver morphine, bupivacaine and fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still seeing the same health care provider (hcp) for his refills but the patient had an appointment with another hcp who may take over the pump management for this patient. It was also reported that the patient was doing much better and was back to baseline; however, the patient reported there was the possibility he may develop seizures and other deficits as a result of this.

Manufacturer narrative:
Product ID: 8598a serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8731sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID: 8835 serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received and it was reported that they used ¿some kind of indium¿ and administered it while the patient was in the cat scan. He started to feel very sick. He told them to stop the procedure. They went through with it anyway. The patient was dizzy and felt something was wrong. He knew he was not well. They sent him home and said he was fine. He was instructed that if he felt sick to come back to the ER (emergency room) to be seen. The patient¿s wife picked him up as he had promised her lunch. They went and he said ¿please box it up that music is too loud¿ and his wife got scared because there was no music playing. Thirty minutes later the patient could not hear at all; ¿it was like he was deaf¿. He went back to the ER and was given oxygen and valium injections. They told him it was just a panic attack and sent him home. When he got home he wanted to take a shower so he did but left the door open. He blacked out and woke up in the ER. They had to cut off his clothes, socks and shoes. He went into a coma and was placed in the ICU. The indium they injected him with ¿had completely enveloped his brain and caused the coma¿. The patient was in the ICU (intensive care unit) for 5 days. He could not eat or speak but he could hear. He had to be tube fed and given massive doses of steroids. He was sent home 7 days after that. Since the coma, the patient had had headaches, dizzy spells, and memory loss.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's healthcare provider (hcp) did a side port "interrogation" with "gadolidium", which went into the patient's brain. The patient was in a coma for 5 days and the hcp told the patient's wife that he may not make it. This occurred in (B)(6) 2013.